Event description:
It was reported that the lead was capped due to high impedance of greater than 2500 ohms, and an apparent lead fracture. No patient complications have been reported as a result of this event.